Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: sample issue. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for meter error on blood glucose test results. The customer is concerned with tests results from results obtained of e-0 and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer states that she feels weak at the end of the call. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history : customer is feeling weak. Customer just got diagnose with anemia. Customer is on insulin. Customer declined replacement.